Manufacturer narrative:
Pending further information from the reporter and physician. A supplemental MDR will be submitted when additional information is obtained. (B)(4).

Event description:
A patient reported that their pocket was swollen, had fluid build up, and was painful. They report the following: "I recently had a pump implanted. The area around my pump continues to swell and fill w fluid and become very painful. My dr has drained about 40 cc of blood colored fluid from in since the surgery on 2 separate dates. I keep getting a extremely sharp pain that takes my breath away when I move while sleeping or sitting. If I move and even the area around my pump has any amount of weight on it while I'm turning over or sitting up in a car and my weight shifts. It literally brings tears to my eyes it hurts like someone is stabbing me and ripping the tissue under my pump. And it last for about 20 seconds to 2 minutes." No further information is known at this time.

Manufacturer narrative:
Additional data: d4, h4, h6. Unable to populate health effect - impact code in field h6. Have contacted esubmitter for assistance. Health effect - impact code is 4641 to account for the alleged drainage of the "blood colored fluid." Per follow-up, there is no further information available. Agent spoke with patient and recommended they keep their binder on and follow up directly with their physician. Per internal medical review, "seromas do occur and usually resolve. If the pocket is not infected, pain could occur if the pump is riding up against the ribs,pubis, or anterior-superior iliac spine. This would cause intermittent pain and would be position dependent. Treatment would be to reposition the pump." Per instructions for use, 'pump pocket pain/soreness' and 'pump pocket seroma' are listed as possible risks associated with programmable implantable pump. A supplemental MDR will be submitted when/if additional information is obtained. Internal complaint #: complaint-(B)(4).